Event description:
The customer reported a secondary tubing cracked at the hub and leaked. There was no patient harm reported. Medical intervention was not required. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). The customer indicated the set would be returned, however it has not been received. A follow up report with evaluation results will be submitted should the affected product be received for investigation.